Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. According to customer, they cross checked with other working main pcb, and problem is solved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced transducer fault in yellow alarm during set up prior to use. The customer confirmed that there was no patient involvement associated with the reported event.